Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the pulmonary artery resection, they were unable to unload the device, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. They converted the laparoscopic procedure to an open due to device problem and extended surgical time for more than 30 minutes. The incision had also extended more than 1 inch.